Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touch screen was delayed in responding to touch. Customer's blood glucose was 338 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.